Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata valve. It was reported that the patient had a strata valve implanted in (B)(6) 2022. The valve had to be replaced because "the valve setting was at a pressure of 14cm h20, but when it was hooked up to manometer, it drained past 14cm h20."